Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
The account alleges that the patient's hemodialysis graft has thrombosed. Serpiginous thrombi was noted to be collecting on the end of the venous outflow component and is showering the lungs with emboli. The physician stated that the thrombi could be seen swaying in the patient's right atrium during an echocardiogram. The device was removed from the patient.